Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included isaac's syndrome, peritoneal adhesions and uterus enlarged. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia") and dyspareunia ("dyspareunia"). The patient was treated with surgery (robot assisted laparoscopic total hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menometrorrhagia and dyspareunia outcome was unknown. The reporter considered dyspareunia, menometrorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included isaac's syndrome, peritoneal adhesions and uterus enlarged. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia") and dyspareunia ("dyspareunia"). The patient was treated with surgery (robot assisted laparoscopic total hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menometrorrhagia and dyspareunia outcome was unknown. The reporter considered dyspareunia, menometrorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.